Event description:
The pt was seen in clinic. She hadn't been feeling well and was in a lot of pain. A motor stall dated 2008, was confirmed in the event logs with no stall recovery recorded. The motor stall did not recover after updating the pump at the clinic visit. The hcp decided to turn the pump off since the cause of the stall was undetermined. The pt was treated to oral pain medications. Based on the efficacy or oral medications, the pump may be replaced. The pump was used to deliver dilaudid and bupivacaine. The pt condition was reported as 'stable'. Although she was in pain upon leaving the clinic. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.